Event description:
Rptr requests answers regarding how best to go about obtaining some sort of justice involving a fraudulent telemarketing firm. Rptr has spent much of their precious time, nerves and money (both for the initial purchase of almost $150.00 and ever since, postage) appealing to various authorities. So far: totally futile. Rptr has turned over all irrefutable documentation, including physician's papers involving an emergency examination after their new abtronic gadget went "hayway", could not be turned off, stuck to rptr's skin and caused several hrs of excruciating pain, inflammation before rptr (very macho, high pain threshold, near fitness fanatic) reluctantly phoned a physician. This add'l grievance after initial, polite, complaint/inquiry regarding exchanging the faulty electronic device fell on deaf ears at abtronic hq. Rptr is particularly incensed regarding abtronic receiving clearance to go on the air promoting their supposed safe and marvellous innovation for half an hr on top tv channels trotting out various doctors, health gurus and fitness spa mgrs. Rptr feels this gave not just rptr, but tens of thousands of otherwise skeptical viewers a false sense of assuredness, that this was no "snake oil" scam but a carefully researched, quality product, created by engineers. Rptr asks if there isn't any law which a) forbids; b) prosecutes totally fraudulent advertising. A week ago, one of the expose programs brought a carefully supervised test case of just such a device. A gentleman used these supposed muscle exercisers, was measured before and after its daily use for several weeks and promptly gained, not lost an inch. Rptr can "afford" such a monetary loss but rptr asks how many other customers experienced a real hardship, paying for this contrived junk, maybe saving babysitting wages or dipping into social security pay.